Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter embedded in the tubing of a clearlink continu-flo solution set. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted contamination in the tubing. The material is consistent with burned resin. The reported condition was verified. The cause is a machine issue. This condition is a result of the extrusion process due to intrinsical particulate from pvc material burned at the moment when the tubing was extruded on the die set. There are controls in place for extrusion process that ensure the correct set ups for extrusion machines and preventive maintenance task to extruders. For every process step there is specific training associated to the task performed according to the product requirements. Should additional relevant information become available, a supplemental report will be submitted.